Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they had gotten their stimulator for bladder incontinence and got up once during the night before they got the stimulator but they have noticed (asked/unknown date) that they had been getting up to urinate and then they would have to go again. The patient reported that they were up a lot last night so today they used their control equipment to do a check and they were calling because they were not sure if they did it right. Patient services worked with the patient and their control equipment to connect and the patient reported they were on program 3 at 1.7 and the stimulation was on. Patient services asked if the patient had noticed it was off when they did their check before calling and if the patient had turned it on? The patient stated that they thought it was off and they had turned it on. The patient said they have been home a couple of days after they had to be in the hospital with liver failure and they didn't remember getting there. Patient services asked the patient if the stimulation had been turned off during the time the patient had been in the hospital and the patient replied that they did not know they did not bring their control equipment with them. It was confirmed that the stimulation was now on and the patient was to monitor if their symptoms improved or not. The patient was going to monitor their symptom results and continue working with their doctor. The patient's unrelated medical history included the patient said their doctors didn't know the reason for the liver failure, noting that they'd had surgery on their foot right before they went in to the hospital and they stated that they thought it was from anesthesia or maybe from the oxycodone. The patient was redirected to follow up with their hcp.